Event description:
On (B)(6) 2015, the patient was being treated for a type b dissection with a conformable gore® tag® thoracic endoprosthesis. It was reported as the device was being deployed, the graft moved proximally 1.5cm of the intended deployment site and partially covered the innominate artery. The cause of the graft movement is unknown. It was reported there was sufficient flow to the innominate artery and no intervention was performed. The patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
The deployment was reportedly noted to be a "quick deployment".